Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found water removal ability did not meet the standard value due to clogged nozzle, due to deformation of the upward/downward angulation control knob water tightness was lost, due to wear of the angle wire, the bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value, part of the insertion tube was pinched, the adhesive on the bending section cover was cracked, and had white-clouded area, the color ring was cracked, the plastic distal end cover was dented and scratched, the switch button#1 was cut, and the connecting tube was scratched. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had air/water flow issues. The device was returned for evaluation. During the device evaluation, foreign material was found in the nozzle and the body control unit. There was no report of patient or user injury due to the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. No abnormalities in the accessories used in reprocessing. Olympus will continue to monitor field performance for this device.